Manufacturer narrative:
See d2a, d4, g4, h4, h6, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2022-01788; 940-02-60i, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to patient fell and had a periprosthetic fracture. Dr. Put in a revision stem and converted the cup to dual mobility.